Event description:
The facility reports the resident fell out of the sling while being transferred from her bed to her chair. The resident suffered a head laceration and bruised arm.

Manufacturer narrative:
One standard four-point padded sling, manufactured june 1999, was returned to the manufacturer. The investigation report quoted the sling was an non-padded sling. The identity problem was referred back to the customer, who confirmed the incident sling was not padded. The sling returned had no bearing on the incident. Information regarding the incident itself was very sparse, but it was indicated the lift was in perfect condition. The sling involved was also described as being in good condition with no seam failures visible; the clips were n good working order with no visible defects. The sling was tested with the lifter at the time of the investigation and was found to be working to manufacturer specifications. There is insufficient information for the manufacturer to be able to determine precisely why the patient fell from the sling. The manufacturer recommends lift operators be reminded of the requirements of the hoist operating instructions as well as the instructions in the "guidelines on the use of your sling."